Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial lead. No patient symptoms were reported. The patient would be monitored. No intervention was performed. No addition information was reported.